Event description:
It was reported that the lead got pulled out of ipg header during the procedure on (B)(6)2022 and this was noticed on 22 feb while programing the patient. This was confirmed via x-ray that the lead was out. As such, surgical intervention is anticipated to address the issue wherein the lead will be reinserted. No further follow up needed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information confirmed, the patient underwent surgical intervention on 08apr2022 wherein the physician reinserted the leads into the ipg to address this issue. Therapy was restored post-op.